Event description:
It was reported via medwatch (B)(4) that wire detachment occurred. The target lesion was located in the significantly tortuous distal left anterior descending artery. The 300cm rotawire was selected for use. During atherectomy using a 1.5mm burr at 175,000 rpms, the burr cut the rotawire the wire fragment could not be retrieved so 3 cm of the retained wire was stented against the vessel wall. Repeat angiogram did not show any obstruction at the site. The physician believed that the anatomy contributed to the wire breakage.